Manufacturer narrative:
The pad device was installed on 06/14/2012 and operated successfully until (B)(6) 2013. There was no response from the device during initial testing of the returned device using both the returned pad-pak and a test pad-pak. Both pad-paks were found to have a blown fuse. The device was disassembled for investigation and it revealed the c9 capacitor had vented at the top, the would explain the fused pad-pak's and the absence of the status indicator. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicators are not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.